Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed errhwbat. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and no defect was found. Performed receiver charge and will boot and it passed. The receiver data log was downloaded and revealed a "hwbat" error icon. The reported event of a hardware error display was confirmed during log review. A root cause could not be determined.